Event description:
The customer reported that they were unable to acquire an etco2 reading during a patient event. There was no negative patient impact.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer. The symptom was confirmed. The etco2 port was found pushed into the device. The rear case was replaced to resolve the issue. The device passed all testing and was returned to service. We are considering this a malfunction of the rear case.